Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID: d-evolutfx-2329; lot number: 0012230459; product type: 0195-heart valves; explant date: updated data: h6. H11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient in the hospital with critical heart failure and ischemia underwent a procedure involving the implantation of an evolutfx-23 valve. The patient presented with low blood pressure, recorded at 80/45 mmhg at the start of the procedure. The valve was advanced to the annulus and deployed; however, the blood pressure dropped to 40/20 mmhg. The valve was deployed to 80% and pacing was stopped, but the blood pressure did not recover. Despite the use of anesthesia for sedation and administration of lifesaving medications, the patient's condition did not improve. The valve was recaptured and pulled back into the descending aorta, and cardiopulmonary resuscitation (CPR) was initiated. The valve was then implanted. CPR and medications continued. The patient's rhythm changed to ventricular flutter. Subsequently, defibrillation was performed and CPR continued. A diagnostic coronary angiogram showed open coronaries. An echocardiogram revealed no perforation or regurgitation. The patient did not convert from ventricular flutter after multiple shocks and advanced cardiac life support, and the patient was pronounced deceased.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.